Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a bladder infection following alleged equipment misuse at the hospital. Customer reported that they witnessed the equipment repeatedly not being used as outlined in the instructions for the purewick system also that was not cleaned between uses. Hospital staff are allegedly advising that the unit itself was causing the infections despite the misuse of the equipment and lack of cleaning or disinfecting. It was unknown what medical intervention was provided for bladder infection.

Event description:
It was reported that the patient had bladder infection following alleged equipment misuse at buffalo hospital. Customer reported that they witnessed the equipment repeatedly not being used as outlined in the instructions for the purewick system also that was not cleaned between uses. Hospital staff are allegedly advising that the unit itself was causing the infections despite the misuse of the equipment and lack of cleaning or disinfecting. It was unknown what medical intervention was provided for bladder infection.

Manufacturer narrative:
The reported event was confirmed use related issue as lack of cleaning or disinfecting. No sample was returned for evaluation. The root cause identified is "user does not follow instructions. Urine buildup." The product catalog number and the lot number are unknown. However, drydoc 2.0 (pw100 or pw200) is considered as the country of event is united states. The labeling is found to be adequate as the instructions for use states: it is important that the port connections be connected correctly for proper operation the purewick urine collection system. Always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Cleaning and maintenance: inspect the purewick urine collection system and accessories for damage or wear prior to use and replace as necessary. Do not attempt to open or dismantle the purewick urine collection system. This may affect performance, create a potential safety hazard, cause personal injury, and will void the warranty. Always turn off the device and disconnect from power source prior to cleaning. Point of use cleaning: after the completion of each use, the collection canister, canister lid, collector tubing, and pump tubing should be rinsed with cool tap water to remove any residual debris or dirt. The purewick urine collection system base should be wiped with a clean low lint cloth dampened with cool tap water. The collection canister, canister lid, collector tubing, pump tubing, and purewick urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. A DHR review was not required because the investigation was confirmed as use related. Based on the investigation results no additional action is required at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.